Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported while using bd vacutainer® sst¿, one patient received six underfilled tubes resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 250 samples for investigation. Functional testing were performed on 20 randomly selected samples and 2 of these samples drew outside of the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 4: it was reported while using bd vacutainer® sst¿, one patient received six underfilled tubes resulting in recollection. No adverse impact was reported regarding the patient or user.